Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy. Additionally, patient was unable to set the ipg into MRI mode. Impedance check revealed high impedance. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.